Event description:
The customer reported to baxter corporate product surveillance that one interlink microbore IV catheter extension set reportedly had a leak detected. The leak was reported to be "from the area that connects to the blue cap". It is unknown if there was patient involvement. No injury or adverse event is associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation, however, it has no yet been received for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was received for evaluation. Visual and functional testing was performed and the reported condition was confirmed. Visual inspection of the sample identified a flash condition on the surface of the female luer (part no. 032652210). The flash (excess plastic) was measured and found to be out of the specification tolerances. A functional test was performed as per specification. An extension set was connected to a solution container and the unit was connected to them. The clamp was closed and opened and the test proceeded to the priming process, letting the solution flow through the set. The unit failed to the functional test since a leak condition was observed in the microbore winged female luer lock adapter; also to the pressure test at 8psi. The assignable root cause is not determined. A batch review could not be performed as lot information was unavailable.